Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the patient's six hour fontan procedure the surgeon commented that the "leads were fractured". The leads were removed and replaced. No patient complications have been reported as a result of this event.